Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system; the customer first received a motor error alarm during a bolus attempt, then the compromised force sensor system alarm occurred. The patient's blood glucose at the time of incident was 202 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. No motor error alarm. The insulin pump passed displacement test, operating currents, self-test, unexpected restart error test and off no power alarm. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing address/serial label and missing endcap sticker.